Event description:
The roche application specialist (ras) reported that the customer received questionable cortisol results for eight samples from one patient. The samples were sent to a reference laboratory after a physician questioned the results of a cortisol time study. All results are in ug/dl. Sample 1 drawn at 13:00, original result: <0.1; reference result: 13.7 sample 2 drawn at 13:01, original result: <0.1; reference result: 2.0 sample 3 drawn at 13:02, original result: <0.1; reference result: 12.7 sample 4 drawn at 13:50, original result: <0.1; reference result: 5.0 sample 5 drawn at 13:51, original result: <0.1; reference result: 4.8 sample 6 drawn at 14: 15, original result: <0.1; reference result: 15.0 sample 7 drawn at 14:45, original result: <0.1; reference result: 19.2 sample 8 drawn at 14:45, original result: <0.1; reference result: 20.5 the original samples were processed on a modular preanalytic (mpa) unit. The initial results were reported outside of the laboratory. The reference results were believed to be the correct results. The patient was not adversely affected. The cortisol reagent lot number was 16447802 with an expiration date of 11/30/2012. The customer refused a service visit and stated the issue was resolved and there were no problems other than the cortisols during that time period.

Manufacturer narrative:
Additional information was received stating the customer had lost power to the e602 analyzer and did not perform a complete instrument shutdown or restart per product labeling. Because of this, the instrument used the default algorithms which caused erroneous patient results to be generated.

Manufacturer narrative:
Additional information was received clarifying that the first three samples were different patients. The last five samples were a timed study of the same patient as sample number 2.

Manufacturer narrative:
The investigation could not determine a specific root cause for the event. The investigation of the software issue could not be performed due to missing information, which is necessary to check whether the issue is related to a software malfunction. A general reagent issue was not suspected as calibration and qc were within the customer individual specifications. Preanalytical issues including centrifugation parameters were a possible root cause as the customer's centrifugation settings of 6 minutes at 1884 g did not meet the manufacturer's specification of 10 min at 1300-2000 g. No adverse events for the patients reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was determined there were additional patient samples involved in this event. Data was provided for approximately 120 patient samples for multiple assays including cortisol, folate, free t4 (free thyroxine), probnp, pth (parathyroid hormone), t3 uptake and tsh (thyrotropin). Repeat testing was not performed on these samples to determine if the results were discrepant.